Manufacturer narrative:
The customer¿s reported complaint of reported an alarm and the device shut down was not reproduced. Functional testing shows the device is working properly. The root cause of the customer report of the pump module alarmed and the device shut down was not determined. Device history review: a review of the device history record showed the device had a manufacture date of 27feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported an alarm and device shut down. There was no harm to the patient.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an alarm and device shut down. There was no harm to the patient.